Event description:
It was reported, during the implant procedure, the physician encountered positioning and fixing difficulties with the lead after several attempts. Consequently, this lead was withdrawn. After lead withdrawal a clot or certain organic material on the helix was observed which impeded the helix to be retracted and placed in proper position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed that the helix electrode would consistently extend and retract within five turns. Helix, fully extended, measured .077 within specification. Primary analysis findings: no anomalies found, lead functionally normal.